Event description:
A 2.5x 15mm aqua balloon successfully crossed the calcified mid right coronary artery with 95% stenosis, however, the balloon was not inflating when the physician gave it nominal pressure. The balloon was then changed to another, which successfully inflated the target lesion. The case was completed with a cypher 2.5 x 28mm. The pt is currently in stable condition.

Manufacturer narrative:
This device is distributed outside the us; however, is similar to the ptca balloon catheters distributed in us. Add'l info will be submitted within 30 days of receipt.